Manufacturer narrative:
B3- for reporting purposes, the date of procedure was will be estimated as 5/05/2026, as the procedures were reported to have taken place during the week of 5/04/2026. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an unknown lesion. The copilot bleedback control valve (bbcv) leur lock kept coming loose and not connecting. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.